Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The seat support is cracked on the chair and now the seat is cracked due to lack of support.